Manufacturer narrative:
The insulin pump was received with blank display due to broken battery tube spring. The device also had corroded battery tube, broken battery tube threads, severely cracked case on lcd display window corners, cracked lcd window, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump going through batteries every 2 days and then the week before, the display went blank. The customer stated that the display was blank at the time of the call. Blood glucose value was 189 mg/dl. During troubleshooting, she stated that the battery cap was damaged and the battery compartment and spring were corroded. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.